Event description:
It was reported that patient presented to the clinic for a scheduled follow up. Interrogation of the pulse generator showed that the patient's pacemaker was in backup vvi mode. The device was re-programmed and successfully restored. The patient condition was stable.